Event description:
It was reported that the initial interrogation of a vns patient's generator resulted in an error message stating "the generator has been disabled for an unknown reason" and that the device was no longer at programmed therapy settings. The reporter added that parameter changes had been made at the patient's previous office visit and that now the device that the device was now at default settings. The reporter indicated that he could not recall if an interrupted diagnostics test had occurred or if he had performed a final interrogation at the end of the visit. Good faith attempts for add'l info have been unsuccessful to date.